Event description:
A valiant stent graft system was inserted in the patient for the endovascular treatment of a thoracic aneurysm. The treated lesion only had 10% stenosis and calcification and tortuosity was moderate. It was reported that during the index procedure and after the device was flushed and inserted in the patient through the femoral artery, the rear release handle of the delivery system fell off. The physician noted that no abnormality was noticed during the inspection prior to use. The physician removed the device with no injuries to the patient and replaced the device with another delivery system of the same model to complete the procedure successfully. The physician attributed the cause to the device. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.